Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during surgery for a fracture of the humerus using our axsos 3 system, the screw of the 705063 targeting block broke and remained in the definitive implant."

Event description:
As reported: "during surgery for a fracture of the humerus using our axsos 3 system, the screw of the 705063 targeting block broke and remained in the definitive implant."

Manufacturer narrative:
Corrections: d1, d4 (catalog number and gtin) and d9 the device was not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the root cause of the issue. The IFU instructs the user that: ¿while rare, intra-operative fracture or breakage of instruments can occur. Instruments which have experienced excessive use or excessive force are susceptible to fracture. Instruments should be examined for wear or damage prior to surgery.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.